Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a communication issue between the system controller and the system monitor was confirmed and reproduced via evaluation of the returned system controller (serial number: (B)(4), backup battery sn: (B)(4)). The returned system controller was tested using laboratory test equipment, and the controller was unable to communicate with the system monitor, and thus failed preliminary testing. Functional testing was not performed on this controller as a result. Communication to the system monitor was able to be established once test power cables were used. A log file was then extracted from the controller using test power cables; the log file was reviewed and did not add any additional information with regards to the reported event. No atypical alarms occurred while the controller was tested. The system controller was then disassembled to gain access the internal components; no physical anomalies were observed. The controller¿s original power cables were opened with an x-acto knife. Kinked wires and a broken orange wire were observed approximately 6 inches down from the bend relief of the white cable (power cable side). The orange wire is responsible for communicating data from the system controller to the system monitor. Although the root cause for the broken orange wire could not be conclusively determined, it appeared to be a result of conductor breakdown due to repetitive bending or twisting of the power cables during use. Heartmate 3 patient handbook section 5- ¿alarms and troubleshooting¿ and heartmate 3 instructions for use section 7- ¿alarms and troubleshooting¿ address all alarm conditions. Heartmate 3 patient handbook section 2-¿how your heart pump works¿ and hm3 instructions for use section 2-¿system operation¿ inform the user: ¿do not twist, kink, or sharply bend the driveline, system controller power cables, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible¿. Heartmate 3 instructions for use section 8 ¿equipment storage and care¿ informs the user that ¿the external components should undergo routine and periodic inspections, cleaning, and maintenance as prescribed in this section. Heartmate 3 patient handbook outlines the proper care and handling of the power cables. Section 10-"safety checklists" instructs the user to inspect all cables for signs of damage. Heartmate 3 instructions for use and heartmate 3 patient handbook both caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the white lead of the system controller was not transmitting data to the system monitor. The controller was exchanged without incident and the new system controller was showing data on the system monitor. The suspect system controller was returned for analysis.